Event description:
It was reported that the vns patient passed away. The online obituary noted that the patient passed away peacefully at home. The funeral home reported that the device was not explanted because the patient was buried. The cause of death was reported to be respiratory infection. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.